Manufacturer narrative:
(B)(4). The customer did not retain any of the tubes for investigation and did not record the lot numbers which determine the date of manufacture.

Event description:
The patient's mother reported in the last 6 months she has had to deflate the cuffs of 4 tracheostomy tubes. The patient's cuffs were inflated at night with 2 cc's air, and then deflated during the day. During the day, air would slowly get back into the cuffs causing discomfort. The issue would occur about 2-3 weeks into use of the tubes. This issue required the patient to be recannulated. The four tubes in the events regarding the same patient are referenced on our reports: 2936999-2016-00687, 2936999-2016-00688, 2936999-2016-00689, 2936999-2016-00690.

Manufacturer narrative:
(B)(4).